Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. The patient experienced a recurrent hernia and underwent an additional hernia repair procedure. During the repair procedure, the surgeon noticed a tear in the mesh. He does not remember the size of the piece used or where the tear was in the mesh. Additional information was requested.